Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode trial lead kit, 60cm length, model: 3186ans, UDI: 05415067017246, serial: (B)(4), batch: 5493887.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances and is also not able to set their ipg to MRI mode. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The event of unable to set ipg to MRI mode/high impedances/possible explant was reported to abbott. The patient will be pursuing a system explant due to needing mris for an unrelated health issue. Surgery has not been scheduled yet. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.